Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported arf gas leak noted at laser start up; surgeries were postponed. Additional information has been requested.

Manufacturer narrative:
At the on site visit the field service engineer confirmed the reported issue by analyzing the log file. Review of the supplier's repair report shows the problem can be reproduced. In the log files provided there were no error messages. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause of the laser head leakage could not be identified conclusively. (B)(4).

Manufacturer narrative:
Review of the supplier's repair report shows the problem can be reproduced. The leakage at the ring sealing could be confirmed by the supplier. The manufacturing internal reference number is: (B)(4).